Manufacturer narrative:
Unit received with an insulin pump error alarm error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to insulin pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.